Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button and battery gauge issues could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that the battery gauge was fluctuating. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.